Manufacturer narrative:
Pump passed self-test and displacement test. Intermittent response from all buttons due to missing keypad overlay. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, and cracked case (battery tub). Cosmetic damage was confirmed at keypad overlay during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer identified that crack in case. The troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The pump will be returned for analysis.